Event description:
The customer contacted beckman coulter (bec) to report that about 1- 2 ml of fluid leaked from the wash block on their coulter ac t 5 diff cp analyzer. The leak was contained within the analyzer. The customer was wearing gloves at the time of this event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection to this event. This customer does not use their instrument to analyze patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found the probe wash collar leaking and replaced the probe wash collar and o-rings to resolve the leak. The fse ran reproducibility and startup. No further leakage was observed and all parameters were with specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Failure mode of this event was probe wash collar o-ring. (B)(4).